Manufacturer narrative:
(B)(4): follow up with the customer found that the device failure was verified by a clinical engineer from a hospital. The engineer replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was not returned to physio for further evaluation.

Event description:
During a routine testing/inspection, it was reported that the device would not power on ac or dc power. There was no pt use associated with the event.